Event description:
It was reported that when using the bd pyxis¿ es server new patients and medication orders were not appearing on the server or pyxis stations; the customer confirmed that all stations were affected and have been operating in override mode since 10:00 pm the previous night, and the issue had been escalated to the hit team for further investigation. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the customer resolved the issue.